Event description:
It was reported via social media that the patient was experiencing uncomfortable vibration-like sensations on non target area due to the ipg. The patient's implantable pulse generator (ipg) was explanted. No further information has been obtained despite good faith efforts.